Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during pt infusion. Although attempts were made by baxter, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.

Manufacturer narrative:
The pump has not been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.